Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during usage, the probe threw out sparks. After stopping the probe, there was a completely loss of function. A replacement was available and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : the returned units was visually inspected under microscope. Electrode and ceramic still attached on the tip. Wear marks, burnt stains were observed on the probe tip. Minimal scratches on lumen and heat shrink was also noticed. The unit was activated 18 instances according to the activation history obtained from the serfas reader box. Functional inspection: the alleged complaint was confirmed the returned unit was not working when inserted into the serfas console. The unit failed in continuity test in electrode and the returned connections. To verify the wire connections failure , the returned unit was dissected a signed of excessive amount of fluid ingress was observed on the button domes and the green wire. The probable root cause/s could be a leak which permitted water to ingress into handle where the electrical components are, causing a short circuit which in turn caused the unit stopped working. User accidentally submerges device in saline, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle.

Event description:
It was reported that during usage, the probe threw out sparks. After stopping the probe, there was a completely loss of function. A replacement was available and the procedure was completed successfully.